Event description:
(B)(4) - the dealer stated that the 6629 full length rails on the (B)(4) bed (bed 2-1633 bed pkg) was allegedly received with a bubble in the chrome which upon busting resulted in a sharp edged spot, and the customer cut themselves on it. No information about where in the patient body was the cut, or how serious it was, and if there was medical intervention required. Addendum - (B)(4) - the dealer informed that the consumer sustained a minor scratch, and did not seek medical attention.